Event description:
It was reported by the sales rep the device was used during a laparoscopic cholecystectomy. It was reported the dcs 12 scissor did not work with the bovie. The customer felt the fault was the scissor as they changed the bovie cord without resolution of the difficulty. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device not returned for analysis.